Manufacturer narrative:
An event of premature separation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of reported premature device separation could not be conclusively determined. It is possible procedural condition (rotation of the delivery cable during advancement) led to the device disengaging; however, this could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2026, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using an unknown delivery system. After deployment of the occluder, the physician performed a standard wiggle test to confirm stability. While attempting to detach the delivery cable from the implanted device, the occluder was inadvertently pulled back through the pfo, and the right atrial disc became partially captured within the delivery sheath while the delivery cable detached. The sheath, containing approximately half of the occluder, was advanced down to the femoral vein, where the physician re-attached the occluder to the delivery cable, fully recaptured the device into the sheath, and subsequently removed the system from the body. It was confirmed that the separation was noted in the end when the physician wanted to release the occluder. The procedure was then completed using a new 30-25mm amplatzer talisman pfo occluder, which was successfully implanted. The patient was reported to be alive following the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.